Manufacturer narrative:
Device evaluated by MFR: pending evaluation . Concomitant medical products: 02-012-60-1425 - logic stem ext 14mm x 25mm, 6587320, 02-022-35-5009 - truliant tib imp ps insert sz 5 9mm, s100229, serial number: (B)(4) is confirmed to have been packaged in a vacuum bag that does not contain evoh. 02-022-45-5050 - truliant tib fit tray cem sz 5f / 5t, 6352756, 200-07-32 - advanced patella 32mm 3 peg implant, 6709931, 204-70-00 - tibial stem ext. Screw, 6619124.

Event description:
As reported, approximately 1.5 years post op the initial left tka, this 69 y/o male patient was revised due to a loose femur. Patient complained of pain. Due to recall surgeon used competitors implants. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: g3/g4, h6 the following sections were corrected: h6 MDR section codes updated/corrected: a, b, c, d, e the reason for the revision reported cannot be confirmed from the information provided but may be the result of femoral loosening or instability. The reported instability and femoral loosening could not be confirmed and images of the tibial insert appear unremarkable with respect to wear. Additional reasons for the reported revision may be inclusion of the polyethylene in the packaging recall. Potential user related contributions to the event could not be fully assessed as the devices were not available, however, the patient was noted to be morbidly obese and this may have been an additional contributing factor. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.